Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the implant procedure for device change out, when the new device was connected to the existing leads the patient slid off the x-ray table and the device hit the floor. When the leads were retested the right ventricular (rv) lead no longer captured. It was noted that the patient and staff were not hurt but the device and leads were contaminated. Therefore the new device was removed and not replaced and the patient was referred for ra and rv lead extraction on a later date. Device registration shows that the patient did have the system replaced six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).